Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 68 mg/dl and carbohydrates were to be consumed to address the low bg. The customer stated that she did not eat and was the cause of the low bg. The customer changed the pump supplies.